Event description:
Pt had silicone adjuvant disease, connective tissue disease, and chronic fatigue syndrome due to saline breast implants. She also had chronic chest discomfort, nausea and negative cardiac cathterization. Her gallbladder was removed in 3/93 with no relief of symptoms.